Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-aug-2017. The most recent information was received on 26-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medication error "medication error". Concomitant products included amitriptyline, dihydrocodeine, folic acid, naproxen and sertraline. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("significant amount of pain during procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), menorrhagia ("heavy periods"), back pain ("back pain"), anaemia ("anemia"), pain ("body aches"), depression ("depression"), fibromyalgia ("fibromyalgia") and hypermobility syndrome ("hypermobility"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, anaemia, pain and depression had not resolved and the fibromyalgia, hypermobility syndrome and procedural pain outcome was unknown. The reporter considered anaemia, back pain, depression, fibromyalgia, hypermobility syndrome, menorrhagia, pain, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(4)) on 30-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medication error "medication error". Concomitant products included amitriptyline, dihydrocodeine, folic acid, naproxen and sertraline. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("significant amount of pain during procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), menorrhagia ("heavy periods"), back pain ("back pain"), anaemia ("anemia"), pain ("body aches"), depression ("depression"), fibromyalgia ("fibromyalgia") and hypermobility syndrome ("hypermobility"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, anaemia, pain and depression had not resolved and the fibromyalgia, hypermobility syndrome and procedural pain outcome was unknown. The reporter considered anaemia, back pain, depression, fibromyalgia, hypermobility syndrome, menorrhagia, pain, pelvic pain and procedural pain to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.880 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.